Event description:
It was reported the catheter broke at the hub during removal. The user was called to troubleshoot a leaking catheter and discovered it was broken at the hub. The catheter dwell time was 3 days and had been inserted in the mid forearm. No patient harm was reported.

Manufacturer narrative:
Concomitant medical products: prepqn #: (B)(4). The customer returned one endurance kit containing an 8cm x 18ga endurance catheter and extension dwell housing for evaluation. Visual inspection of the catheter and other endurance components did not reveal any damage. The total length of the separated catheter body measured 85 mm, which is within specification of the nominal value 85 mm per catheter graphic. The outer diameter of the catheter body measured 0.04955", which is within specification of 0.046-0.056" per catheter product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "flush catheter using a 10 ml syringe filled with normal saline for injection." When the catheter was flushed with a lab inventory water filled syringe, no leaks or blocks were detected. The catheter was then leak tested per d001357 rev. 09 which states, "the catheter shall not leak liquid when tested in accordance with the method given in annex c of bs en iso 10555-1." The catheter body was occluded and was pressurized to 300 kpa for 30 seconds. No leaks were detected. A device history record review was performed based on the lot returned, and no relevant findings were identified. The IFU provided with this kit warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin. Allow insertion site to dry completely prior to applying dressing. Do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage." The complaint of an endurance catheter cut/torn was not able to be confirmed by a complaint investigation of the returned sample. The returned device passes all relevant dimensional and functional testing. A device history record review was performed, and no relevant findings were identified. Based on the device returned , no problem was found on the returned endurance catheter. Teleflex will continue to monitor and trend on complaints of this nature.